Manufacturer narrative:
This report is submitted on 24 nov 2020.

Event description:
Per the clinic, the device was explanted (specific date is not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. There is a change to the initial report date of awareness: (B)(6) 2020. This report is submitted on february 15, 2021.